Event description:
It was reported that the patient underwent implant of spinal fixation from l5-s1. Five months post-op, it was discovered that a pedicle screw had broken at s1 on the right. The broken screw was found by x-ray. The patient underwent revision surgery for the broken screw and pseudoarthrosis. Reportedly, fusion had not occurred.

Manufacturer narrative:
The screw was not returned for evaluation. The screw was discarded. X-rays were not provided to the manufacturer. With the available information, a cause or contributing factor cannot be determined.